Event description:
The customer observed a falsely decreased magnesium (mg) result generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 1.7 - 2.5 mg/dl): on (B)(6) 2025, sample ID (B)(6), initial result = 1.19 mg/dl, repeat result = 1.93 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Additional information in: section h4 - device mfg date: updated from blank to 11/1/2018; section d10 - concomitant product added: c4/c8 rgt pr rohs, 01g47-04, 99999. The customer resolved the issue by replacing and calibrating the worn r1 c4/c8 reagent probe rohs. The field service representative (fsr) adjusted the probe tubing and performed testing to verify issue resolution. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify an increase in complaint activity. A review of tracking and trending for the c4/c8 reagent probe rohs did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the c4/c8 reagent probe rohs, was identified.

Event description:
The customer observed a falsely decreased magnesium (mg) result generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 1.7 - 2.5 mg/dl): on (B)(6) 2025, sample ID: (B)(6), initial result = 1.19 mg/dl, repeat result = 1.93 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.